Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button was unresponsive. Additionally, it was reported that an unspecified malfunction occurred. Customer's blood glucose level ranged from 150 mg/dl to 200 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.